Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628 batch# 3324202 it was reported that the bd luer-lok stopper was defective/damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached on 15may2024, during incoming inspection at sharp, sharp personnel discovered a deformed stopper found inside a syringe in a shipment from becton dickinson (bd). The purpose of the stopper is to create a secure seal to ensure the contents of the syringe remain sterile and free from external contaminants. The material was not used in manufacturing of any lots. The full shipment contained (B)(4) units and one was found deformed. The carrier of the shipment was xxx. The full lot is currently in qc hold at sharp as of 15may2024. Supplier lot number: 3324202 catalog number: 309628 purchase order number: (B)(4).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One sample and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that sample has the stopper jammed between the barrel and the plunger rod. All three photos show the jammed/distorted stopper condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the stopper distorted defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3324202. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.